Manufacturer narrative:
Correction: g3 (aware date 16jan2026) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following an laparoscopic umbilical hernia repair using a composite prosthetic reinforcement, the patient experienced persistent pain and permanent discomfort, included radiating pain from the xiphoid process to the scrotum (right testicle), a white line overhanging the abdominal wall when standing or stretching, discomfort when sitting as if the tip of the xiphoid process pressed on the white line, and the appearance of a flat diamond shape around the xiphoid process suggesting deviation of the upper abdominal muscles from the white line. The patient reported strong discomfort when palpating around the perimeter of the mesh, described as equivalent to a "side stitch," points of pain at the level of the staples, loosening of the abdominal strap, and a persistent bulge at the bottom of the navel. Additional symptoms included increased frequency of sensations of the need to urinate, discomfort during urination, and pain when sitting, especially when the floating ribs contacted the operated area where the prosthesis was located.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.